Event description:
Reporter indicated that a pt was experiencing a recent increase in seizure activity. It is not known if the seizures are greater than pre-vns baseline levels. Vns diagnostics tests indicate the device was performing as intended. The pt remains on vns therapy. No further info is known.